Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the recipient had only 5 active channels and no hearing benefit with the device since implantation. Further proceedings are currently unknown.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. No information on possible further steps has been received.

Event description:
It was reported that the recipient had only 5 active channels and no hearing benefit with the device since implantation. Further proceedings are currently unknown.